Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery, and the load process. Customer's blood glucose levels ranged from 214 mg/dl to 314 mg/dl, and were addressed with manual injections. Reportedly, the customer jumped into a lazy river with the pump attached for a brief period of time the day before the alarm occurred. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.